Manufacturer narrative:
B5: upon follow-up, it was reported that the patient was hospitalized due to the first episode of slightly cloudy effluent/drained fluid bags and was treated with unknown antibiotics for the events. At the time of this report, the patient has recovered from the first episode of cloudy pd effluent/ drain bag fluid; however, was still recovering from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy fluid. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified antibiotic medication. Pd therapy was ongoing. At the time of this report, the patient was recovering from peritonitis.